Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14991, 1627487-2021-14993. It was reported the patient experienced ineffective stimulation. Troubleshooting was attempted to no avail. During surgery on (B)(6) 2021, the left t12 lead was observed to be fractured, the right t12 and l1 leads had migrated. In turn, the three leads were explanted and replaced to address the issue. Therapy was restored postoperatively.